Event description:
It was reported that during device replacement due to normal eri, interrogation revealed an increase in pacing lead impedance. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.